Event description:
The complaint received states that during the procedure two coils were impeded in the protective sheath and one coil was stretched in the patient. The patient is female, (B)(6). She had acom and had headache for 3 hours prior to be admitted to hospital. The physician found that the coil could not be advance to protective sheath during the procedure. Then, the device was changed to a second coil and the same thing occurred with the second cashmere 14 cerecyte microcoil (crc14022530/m10443), but still the same problem. The device was changed to another one to complete the procedure. There was no report of injury for the patient.

Manufacturer narrative:
The coil was returned with severe stretching that continued until reaching one third of the length of the first secondary winding off the ball tip. It is important to note that the stretch resistance cerecyte suture has been severed and was found at the distal tip of the green introducer. The sutures location shows that it was severely stretched before being severed which explains its current position in the distal tip of the introducer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the top edge as viewed in the photo extending out from the apex of the v notch has been damaged and raised above the surface plane. The locking mechanism has been damaged with compression and stretching of the sheath material away from the surface. The fabricated locking twist has been stretched and distorted. There are two contributing factors to the coils inability to be advanced outside the introduce sheath. The primary contributing factor may have occurred if the coil was first advanced outside the sheath for inspection. The evidence highly suggests that the distal section of the coil may have been anchored on the distal tip of the green introducer. If a quick retraction of the coil occurred, then the coil may have been temporarily anchored on the distal tip of the introducer and then stretched. This would have caused the proximal section of the coil to stretch and for the stretch resistance suture to be severed. The secondary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool and the locking mechanism appears to have not been fully disengaged form the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance causing the coil damage and would have prevented the coil from being fully introduced into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv), used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported impeded and stretching was confirmed; additionally the coil was stretched and the introducer was elongated. The cause of the damages reported and found on the returned device cannot be conclusively determined. Inspections are in place to prevent this type of failure from leaving the facility. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event and damages found on the returned device. Therefore no corrective action will be taken at this time.